Event description:
It was reported that during the implant procedure a pericardial effusion was noted due to implantation of one of the leads. The pericardial effusion was drained a few days post implant. Both the atrial and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).